Manufacturer narrative:
The returned strips gave results an average of greater than 600mg/dl high out of spec on control and blood. Qa retention reagent gave satisfactory results.

Event description:
The customer initially called stating he received a blood glucose reading of hi on the contour next, retested on a different meter and the reading was 240mg/dl. It was indicated the contour next strips were stored in a different container, so the complaint was not reportable at the time of the call, but the strips were returned in a contour next strip bottle. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. New meter and strips were sent to the customer.